Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent an ablation procedure and around that time, alerts were triggered for high out of range (oor) pacing and shock impedance measurements on both right atrial (ra) and right ventricular (rv) leads. The involved health care professional (hcp) requested review of device data as there was confusion around exactly when the impedance values were found to be oor. Technical services (ts) reviewed data from the device and confirmed that the reported oor impedance happened the day the ablation procedure took place and indicated that signal artifact monitoring (sam) episodes were additionally recorded with noise oversensing, which deactivated the respiratory rate trend (rrt) feature. The next episode stored from that time was noted to be clean of noise and showed normal rv & ra rate, as well as device operation, and a patient-initiated interrogation performed after the procedure reported normal impedance values. It was confirmed that the reported observations were due to the ablation and an external shock provided to the patient during that procedure. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent an ablation procedure and around that time, alerts were triggered for high out of range (oor) pacing and shock impedance measurements on both right atrial (ra) and right ventricular (rv) leads. The involved health care professional (hcp) requested review of device data as there was confusion around exactly when the impedance values were found to be oor. Technical services (ts) reviewed data from the device and confirmed that the reported oor impedance happened the day the ablation procedure took place and indicated that signal artifact monitoring (sam) episodes were additionally recorded with noise oversensing, which deactivated the respiratory rate trend (rrt) feature. The next episode stored from that time was noted to be clean of noise and showed normal rv & ra rate, as well as device operation, and a patient-initiated interrogation performed after the procedure reported normal impedance values. It was confirmed that the reported observations were due to the ablation and an external shock provided to the patient during that procedure. No adverse patient effects were reported. The device remains in service.